Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that the patient had an inferior vena cava (ivc) filter placed due to deep vein thrombosis. She required surgical intervention for a small bowel obstruction and due to the impending surgery anticoagulation was not appropriate. The procedure included placement of a greenfield filter and laparotomy with small bowel resection and closure of enterotomy with creation of ileostomy and lysis of adhesions. The filter appeared to catch appropriately. It opened and there was no movement of the filter. On (B)(6) 2011, a gastrografin enema showed a metallic ivc filter present at l2 and l3. On (B)(6) 2017, an abdominal computed tomography (CT) scan showed the ivc filter in place with the superior aspect near the right renal vein level.